Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that impedance values on electrodes 8-15 were greater than 40,000 ohms. The rep indicated that the programming screen showed a 2x8 configuration, but only electrodes on the 0-7 sides were active. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that according to the programming it looks like the patient has two quad leads that are both plugged into the 0-7 port. Thus , it is likely that the 8-15 port does not have a lead, only a plug creating the 40k ohms. All of the programming the patient already had prior to meeting with the rep was only on the 0-7 lead. The rep turned on his programs and the patient confirmed that he was feeling stimulation in the area of his painful areas. The high impedances has not been resolved because it is likely that the 8-15 port does not contain a lead, only a plug.